Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. The clip was prepared per the instructions for use (IFU) and had no issues during preparation. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. One clip was implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported one broken l-lock tab and a torn clip introducer (ci).

Manufacturer narrative:
All information was investigated and the reported difficult to open or close-clip open inability-anatomy could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the reported unable to open clip (difficult to open or close) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.